Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# 0213847676, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 02-aug-2021, UDI#: (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative (rep) that the patient¿s lead had twisted. It was noted the twisted lead was indicative that the implantable neurostimulator (ins) ¿had been spinning in the pocket¿ and that this was ¿likely due to its lower buttock placement.¿ it was stated that poor ins placement may have contributed to the ins spinning within the patient, causing the lead to twist. The rep indicated that it was unable to be determined whether the lead twisting was considered to be a case of twiddler¿s syndrome or if it was thought to be entirely due to the ins¿s lower buttock placement. The patient¿s lead was replaced as a result of the event and it was visually confirmed to be twisted during the replacement procedure. Though the ins screw was tightened during the procedure, it was noted that ¿it failed to hold the lead in place¿ and that a ¿screw failure¿ occurred. Though a couple attempts were made, the lead continued to fall out. It was noted the screw was tightened to the correct amount as indicated by the ¿click.¿ ultimately, the ins was also replaced and the issue was resolved. It was stated that ¿all performed as it should¿ following replacement of the ins and lead. There were no further complications reported or anticipated.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the setscrew was backed out beyond the point of being able to engage with the connector block. If information is provided in the future, a supplemental report will be issued.